Manufacturer narrative:
Date rec'd by MFR: 26jul2019. Th customer reports that the flow valve was replaced, and they calibrated the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported that the unit had error message of over pressure condition. It is unknown if the unit was in patient use at the time of the reported issue. Additional information is being requested. The event date was not specified; estimate used.